Event description:
Customer reported the infusion device has shut-down unexpectedly during bolus delivery and this has resulted in hyperglycemia of 270 mg/dl. This first occurred 4 years ago and has happened again over the past 4 days. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.